Event description:
The customer reported x-ray was no longer possible and there were voltage sparks on the high voltage plug.

Manufacturer narrative:
(B)(4). The investigation revealed that the field service engineer (fse) troubleshot the system and found that there were problems with the generator. He replaced the velara converter to be further analyzed and the high tension tank and the problem was solved.